Event description:
Reporter stated that back to back tests performed on their surestep meter were 5.1 and 2.8. Lfs representative discovered that the meter was set to mmol/l and converted the results to mg/dl (92 and 50 mg/dl, 59% difference). No symptoms were reported. The meter is not cleaned according to manufacturer's product recommendations. Control solution test result (118) was in range (97-125). There was no allegation of harm.